Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6) 2.4 software version: n030005 2.5 hours of operation: 3950 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The last infusion was found on 2023-11-13. A space line was inserted and the infusion started with a rate of 1128ml/h. During the infusion the pressure alarm occurred three times and the upstream alarm occurred one times. The reason for the alarm could not be clarified. No other abnormalities were found. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (unreadable) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,40 bar (should be: 0,1-0,7 bar) pressure stage 9: is: 1,04 bar (should be: 0,8-1,4 bar) the mechanical pressure cut-off was checked: pmax: is: 1,89 bar (should be: 1,8-2,5 bar) pmin: is: 1,57 bar (should be: >1,5 bar) safety clamp was checked: pmin: is: 1,83 bar (should be: >1,2 bar) the device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,36%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika mh3151 qf04198 3.8 for examination used disposables: description: ref.: lot: infusomat space line 8700036sp 23k24e8st5 ---------------------------------------------------------------- 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 1. General information: complaint: (B)(4). Examination carried out by: (B)(6). 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 3950. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read and analyzed. The last infusion was found on (B)(6) 2023. A space line was inserted and the infusion started with a rate of 1128ml/h. During the infusion the pressure alarm occurred three times and the upstream alarm occurred one times. The reason for the alarm could not be clarified. No other abnormalities were found. (History files are attached to the pc notification). 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (unreadable) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. (Pictures are attached to the pc notification). 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: is: 0,40 bar (should be: 0,1-0,7 bar). Pressure stage 9: is: 1,04 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: is: 1,89 bar (should be: 1,8-2,5 bar). Pmin: is: 1,57 bar (should be: >1,5 bar). Safety clamp was checked: pmin: is: 1,83 bar (should be: >1,2 bar). The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,36%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. (See lab results attached to the pc-notification). 3.6 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3.7 test equipment: description: typ nr.: lab.-ID.-nr. Sika; mh3151; qf04198. 3.8 for examination used disposables: description: ref.: lot: infusomat space line ; (B)(4); 23k24e8st5. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
As reported by the user facility information by bbm sales organization in the united kingdom: "overinfusion". According to the customer: "we have the infusomat syringe pumps and have had 3 incidences of rapid infusions when the pump was set up correctly. One of these for example was a whole bag of plasma meant to be given over 4hrs that was given in 15 minutes. Another was a 780ml bag of amino acids on a patient on tpn. Can you please assist with this as we need to figure out what is going on with this as it is a significant safety issue for our patients. 1. Was there any patient/user harm as a result of the incident? If so, please provide further clinical information such as patient outcome and any additional therapy required as a result. There was no patient harm caused although volume overload was carefully monitored for as a result. 2. Which procedure was being carried out at the time? Faulty syringe driver. Frozen plasma cri was set to be infused at 2 ml/kg/hr, and it subsequently bolused almost a whole bag (200 ml approx) over 30 minutes. 3. Was there any delay to the procedure as a result of this incident? If so, please quantify as accurately as possible. No delays caused."